Manufacturer narrative:
Lot number is unavailable. Evaluation summary: it was caused due to the seal ring worn out. Replacing the suction valve. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The sealed ring of the suction valve drops after half of year which cause the suction function happened to the defect. When the malfunction is serious, the user can't do the inspection.